Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no dead battery and back light anomaly noted. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report an issue with the insulin pump. Customer reported that the light got stuck on during the night and caused the battery to die suddenly. Customer reported that upon waking up her blood glucose levels were high and there was no warning from the pump. Customer's blood glucose reading at the time of the incident was 360 mg/dl. Customer reported that there is damage to the insulin pump. Customer also reported that the infusiom set detached twice. Product is expected to return.